Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was no output ac voltage from the standalone board. The standalone board was replaced and a system checkout was performed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that after setting up the network configuration, the collimator error displayed and the system wanted a motion calibration as well. After performing the motion calibration, it failed. A manufacturer representative checked out the system and felt an internal component was loose or unplugged. There was no patient present when this issue was identified.

Manufacturer narrative:
The standalone board was returned to the manufacturer for analysis. Analysis found that the reported problem was unable to be confirmed. The standalone board passed visual inspection , bench testing, all ac/dc voltages were present, 11vac and the 380vdc, 15vdc, fans did come on and all the leds were on. There was no functional problem found. If information is provided in the future, a supplemental report will be issued.